Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that fluid accumulated around their right ventricular (rv) lead soon after implant and they had to visit their physician. The lead remains in use. No further patient complications have been reported as a result of this event.